Event description:
It was reported to philips that the system did not boot up properly. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The system was not in clinical use at the time of event. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Analysis of the log file indicated that ippc had real time network connection issues confirming a malfunction with touch screen module(tsm). A philips field service engineer (fse) inspected the system onsite and during troubleshooting found that time and date in the tsm basic input/output system (bios) were different from the rest of the system. Fse updated the time and date in the tsm to reflect the actual time and date. After updating the time and date in the tsm, the system was returned to use in good working order. The codes were updated based on the investigation outcome.